Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a linear opening on the posterior, a creases fold and wear abrasion. A leak test and microscopic analysis was performed which identified an observed void >1 mm in non-textured, valve-to shell-bond area, a striated opening on the posterior and an opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. A striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.